Event description:
The customer contacted baxter's technical service center for assistance with restarting therapy on the homechoice (hc). The home patient (hp) did not open the patient line clamp during the prime cycle and then connected. The hp started initial drain and saw air in the lines. The hp stopped therapy. The tsr advised the hp to disconnect and restart with new supplies. No patient injury or medical intervention was reported at the time of the initial call.

Event description:
The lay user/patient contacted lifescan alleging a battery indicator issue with the meter. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.